Event description:
It was reported that patient presented remotely via merlin.net. It was noted that patient's pacemaker exhibited under-sensing. Programmer changes were made resolving the issue. Patient condition was stable.